Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that they passed out from low blood glucose and went to the hospital. Customer indicated that a follow up call was not necessary. The customer did not indicate their blood glucose level.